Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a non-union following a high tibial osteotomy (hto) with tomofix which was performed on and unknown date. The lateral hinge was fractured during initial surgery. No spacers used in the plate. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.